Event description:
Consumer complaint of high blood results via (B)(6), wife. Expected fasting blood result range is (mg/dl. Customer does not feel well and observed symptoms of dizziness, tiredness, and thirstiness. Customer sought medical advice of doctor and was prescribed medication. Back to back blood test declined due to patient not available. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:332mg/dl, (B)(6) 2015, 12:53 pm . 2:413mg/dl, (B)(6) 2015, 12:53 pm. 3:275mg/dl, (B)(6) 2015, 08:40 am. 4:321mg/dl, (B)(6) 2015, 08:39 am. 5:226mg/dl, (B)(6) 2015, 07:46 am . No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results via mrs. (B)(6), wife. Expected fasting blood glucose test result range is (mg/dl). Customer does not feel well and observed symptoms of dizziness, tiredness, and thirstiness. Customer sought medical advice of doctor and was prescribed medication. Back to back blood test declined due to patient not available. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). No adverse event reported.